Event description:
The customer states a non-specific issue. The scd controller was sent to a covidien service center for repair. Upon triage a service technician found exposed copper wiring on power cord.

Manufacturer narrative:
Submit date on: 04/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.